Event description:
User has seen horizontally flipped images (which is stored as presentation state) on web, but displays differently when compared to ra1000. Image orientation markers (head, feet, anterior posterior) remain correctly displayed.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that these reported complaints meet the reportability criteria as outlined in the risk assessment control record for ge healthcare. There was no reported patient injury associated with this event. It is obvious that the image is flipped since the included text annotation is displayed inverted. The root cause has been identified as user error and the customer has been encouraged to implement a recommended configuration change to display images correctly. (B)(4).